Manufacturer narrative:
Product event summary: the right ventricular (rv) lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), therewas a right ventricular lead integrity alert and the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to right ventricular (rv) lead oversensing, short interval counts (sic) accrual and impedance variance. The rv lead was later removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).